Event description:
It was reported that the patient's device system was removed after "only a couple of days" due to infection. No patient symptoms, additional treatment, or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.